Event description:
This rv lead was implanted on (B)(6) 2002 and capped on (B)(6) 2013 for oversensing of noise from electrocautery during change out procedure. Resulted in several seconds of pacing inhibition. No further information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).